Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headaches and difficulty breathing. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging headache and difficulty breathing. There was no report of harm or injury. There was no medical intervention required by the patient. In this report updated as- the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging headache and difficulty breathing. There was no report of harm or injury. There was no medical intervention required by the patient. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without any issue. Section date returned to mfg, evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.